Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that an infection at the pump site occurred and the pump was explanted. The patient developed an infection over the pump site that had a ¿draining tract¿ that extended down to the hardware of the pump. The patient was hospitalized and was said to have recovered with sequelae. The sequelae details were not provided. It was also noted, the patient had difficulty with bleeding at the wound site post operatively due to need for anticoagulatives to treat a history of deep vein thrombosis (dvt.) The pump was used to deliver lioresal for treatment purposes.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter revealed that it was returned incomplete and in segments. However, the returned portion had acceptable analysis testing. Analysis of the pump revealed no anomalies.

Event description:
Additional information received reported that the date of onset/diagnosis of infection was (B)(6) 2013. The patient was on oral antibiotics and was sent to the wound clinic, but per the patient¿s caregiver, the patient had a sore over the pump for 3-4 weeks prior. The symptoms of infection were redness, swelling and drainage. A culture was obtained from the device pocket, and the organism was (B)(6). The interventions included total device system explant and IV antibiotics. The patient outcome was reported as ongoing. It was noted the patient did not experience drug withdrawal. The patient was being given zanalfex, valium and increased oral baclofen, which was started by the spasticity clinic. The risk factors which were applicable to the patient before implantation were identified as debilitated status, chronic infection, decubitus ulcers, (B)(6), (B)(6), urinary tract infection (uti) and pneumonia twice over 3 months. It was later reported that the infections were both present prior to the placement of the pump, the pneumonia and the uti had nothing to do with the device, and there was no real issue with the pump. Per the reporter, the pump should never have been placed with an infection present. They opted to remove the pump because the infections had basically become systemic, and the pump could no longer stay implanted because the infection had spread.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.